Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced ten different incidents, which were associated with separate units, involving an unknown number of patients. This is the second of ten reports. Refer to 8030647-2018-00532 for the first patient. Refer to 8030647-2018-00534 for the third patient. Refer to 8030647-2018-00535 for the fourth patient. Refer to 8030647-2018-00536 for the fifth patient. Refer to 8030647-2018-00537 for the sixth patient. Refer to 8030647-2018-00538 for the seventh patient. Refer to 8030647-2018-00539 for the eighth patient. Refer to 8030647-2018-00540 for the ninth patient. Refer to 8030647-2018-00541 for the tenth patient. It was reported that the flex connector disconnected during the suctioning process. The catheter was replaced immediately with no impact to the patient.